Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using a lighting aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, the cat12 was advanced into the clot and became occlusive in clot. It was reported there was slow movement of the clot advancing up through the lightning. Once the clot hit the flow switch, the lightning unit turned solid red. To troubleshoot, the lightning was unplugged from the engine and reset. The red indicator light remained solid red, resulting in no additional vacuum pressure. At this point, blood began leaking out of the flow switch and onto the table. Therefore, the lightning was removed. The procedure was completed by hooking up a syringe to the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light. The lightning was connected to a demonstration canister and engine. The lightning was switched on and fluid was aspirated into the canister without an issue. No leaks were observed during the functional test. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.